Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that guide wire removal difficulty occurred. The 185cm pt² guide wire was selected. During introduction, the distal tip of the guide wire was unintentionally inserted to the side hole of the unspecified guide catheter. When the physician attempted to remove the guide wire, strong resistance was encountered and both the guide wire and the guide catheter were removed as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.